Event description:
Customer reported that the t: slim x2 pump battery would not charge, causing shutdowns and an inability to restart the pump. Although specific blood glucose values were unknown, the level was indicated as "high," but did not exceed 500 mg/dl. The customer addressed this by administering a correction injection via multiple daily injections (mdi). No assistance was required from a third party. Technical support decided to replace the pump with one featuring updated software, provided instructions for handling the transition, and ensured the customer understood the process for returning the faulty pump.